Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd his scs trial system, including a percutaneous lead, on (B)(6) 2011. It was reported that intraoperative testing revealed high impedance readings on lead contacts, and stimulation could not be achieved. The physician replaced the lead with a lead of the same lot number. It was reported that the pt was programmed postoperative, and he reported an uncomfortable pressure and no paresthesia. Paresthesia was eventually obtained during programming, but the uncomfortable pressure allegedly remained. The physician explanted the lead on day 4 of the trial due to the pt feeling ill and reporting no pain relief. No further pt complications were reported.